Event description:
Aspen surgical received a report from the customer indicating that a needle broke during a procedure. Incident occurred at the end user. No injury or death was reported. This event was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the customer indicating that a needle broke during a tendon repair procedure. The actual device was not returned for evaluation. The manufacturing lot number was provided for review. Photographic evidence was provided for review as well. No injury or death was reported. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. H3 other text : device not available.